Event description:
It was reported that during the procedure, resistance was felt between a copilot bleedback control valve and a non-abbott intravascular ultrasound (ivus) catheter, during both advancement and withdrawal. Resistance was also felt between the copilot and a 2.0x15mm non-abbott balloon dilatation catheter (bdc) during both advancement and withdrawal. Reportedly, a squeaking noise was heard from the copilot during advancement and withdrawal of each of these non-abbott devices in the copilot. The procedure was completed using the same copilot bleedback control valve. While no excess blood leakage was noted, a failure of the bleedback control seal and / or clamp seal of the copilot, in relation to resistance felt and the squeaking noise, is suspected. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty positioning and withdrawing of the non-abbott devices, and the reported squeaking were not confirmed via returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: tazuna 2.0 x 15 mm; guide wire: sion blue; guide catheter: heartrail 6f jr4.0; stent: promus element 2.25 x 20 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.